Event description:
Same case as MDR ID# 2134265-2012-007424. It was reported that during a rotational atherectomy treatment procedure, rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified proximal to mid left anterior descending (lad) artery. The physician advanced a 330cm rotawire guide wire to the distal end of the lad through a non-bsc guide catheter. A 1.5mm rotablator plus burr was advanced over the guide wire and ablation was performed at 210,000rpm. An unknown ivus catheter was advanced to the lesion but could not cross. The lesion was then pre-dilated with a 2.0 x 15mm non-bsc balloon catheter. The physician advanced the ivus catheter again but still could not cross the lesion. A 1.75mm rotablator plus burr was advanced through the non-bsc guide catheter in dynaglide mode, while the burr was still inside the guide catheter, the tip of the guide wire fractured in the collateral of the distal end of the lad. Attempts were made to retrieve the fractured portion of the guide wire but were unsuccessful. The procedure was completed using a new rotawire, 1.75mm rotablator burr, 2 non-bsc stents and an unknown ivus catheter. No further patient complications were reported and the patient status is good. It was noted "the physician thought that the wire was fractured due to the trapping at the distal end of the vessel."

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2012-007424. It was reported that during a rotational atherectomy treatment procedure, rotawire fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified proximal to mid left anterior descending (lad) artery. The physician advanced a 330cm rotawire guide wire to the distal end of the lad through a non-bsc guide catheter. A 1.5mm rotablator plus burr was advanced over the guide wire and ablation was performed at 210,000rpm. An unknown ivus catheter was advanced to the lesion but could not cross. The lesion was then pre-dilated with a 2.0 x 15mm non-bsc balloon catheter. The physician advanced the ivus catheter again but still could not cross the lesion. A 1.75mm rotablator plus burr was advanced through the non-bsc guide catheter in dynaglide mode, while the burr was still inside the guide catheter, the tip of the guide wire fractured in the collateral of the distal end of the lad. Attempts were made to retrieve the fractured portion of the guide wire but were unsuccessful. The procedure was completed using a new rotawire, 1.75mm rotablator burr, 2 non-bsc stents and an unknown ivus catheter. No further patient complications were reported and the patient status is good. It was noted ¿the physician thought that the wire was fractured due to the trapping at the distal end of the vessel.¿

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified no issues with the unit handshake connectors. The nose of the advancer was detached from the advancer and attached to the catheter. The large hypotube within the advancer was pulled forward and bent. The device could not be wire guided due to the extent of the device damage. This damage may have occurred during the transit of the device to site for analysis. The burr was microscopically examined and found the annulus was misshapen. There were no scratches that exposed brass on the plated back half of the burr. Testing was performed and found the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).